Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional code: hwe. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Placeholder.

Event description:
Facility reported: during an unknown surgery, the double air hose blew. The device was placed down, it blew hearing a pressure noise and the hose was detached after surgery. There was no patient involvement nor any delay in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional evaluation was conducted. The report indicates that this unit blew up could not be confirmed. The unit was tested and passed all manufacturing specifications. Part/lot combination unknown at synthes (B)(4), no DHR review possible.(B)(4)